Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose was 14mmol/l at the time of the incident. It was reported that the piece where reservoir cracked on the side. She has to hold it on because it is not holding it in correctly. The customer stated she taped it. The customer treated high blood glucose with pump. The customer declined high blood glucose troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.